Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, placement difficulty encountered due to the lead tip failed to deploy. The rv lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.